Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1. 374 mg/dl, 167 mg/dl, 173 mg/dl 2. 53 mg/dl, 209 mg/dl, 70 mg/dl sets of readings were taken at different times. Customer was feeling low symptoms at the time of the 53 mg/dl result and self-treated with 10 ounces of grape juice. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.